Event description:
It was reported that during a lap cholecystectomy, the pouch broke when trying to remove it from the pt. The contents fell into the pt. The customer was able to retrieve most of the contents from the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.